Event description:
Philips received a complaint on the heartstart xl+ device indicating that the capacitor had therapy issue. The fse evaluated the device at the customer site and confirmed that the reported issue was caused by a malfunctioning capacitor. The defective capacitor was replaced with a new capacitor. The device's function was checked and found to be normal, and the system was returned to service. And no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was malfunction of capacitor. The reported problem was confirmed.